Event description:
Report of event rec'd per MFR's field staff and technical service. Follow up with hcp revealed device amplitude, set a 0.7, pulse width at 360 and rate of 70. Anti theft detector at a certain store, fccid#bvcde a ch1-1 7.2 volt lamp. Pt did not experience event at time of walking through theft detector. One to 2 mins after walking through felt a tugging and pulling sensation on right side of neck. Pt's coverage pattern of stimulation also changed to be on the left side only, and not bilateral. Pt's neck stiffness was so intense an ice pack was applied and two days later, the stiffness was still a "very prominent problem" in the hcp's office. At the time of the event the patient attempted to turn off the scs but could only turn down the amplitude. Patient's device was reprogrammed at hcp office and normal operation resumed. Patient is doing fine now with no further incidents but does not enter stores.